Event description:
Report received of an overdelivery. In 2003 at 4:00 am, a container of integrilin (75mg/100ml), was hung for infusion at a rate of 11ml/hr. At 6:30 cm, during patient bathing activities, the cassette was removed from the pump. The nurse reportedly replaced the cassette afterwards and continued the infusion. At 7:00 am, the nurse reported that the IV bag was empty. The pump and tubing were removed from clinical service. The primary physician was noticed. A cbc was drawn, with results "within normal limits". At 9:00 am, the patient was taken to the cardiac cath lab for an unspecified procedure. The patient was returned to the cath lab on two days later due to a hematoma. Manual pressure reportedly was held for 10 minutes. No additional lab work was reported. Two days later, the patient was discharged home. Though requested, no additional information was provided.